Event description:
It was reported that the tip of the catheter detached inside the patient. This 2.4 mm jetstream xc atherectomy catheter was selected for cross over treatment with very tight bifurcation. The atherectomy procedure went smoothly; however, when the doctor removed the catheter, the tip of the jetstream (distal part) detached and remained in the artery. The physician was able to use a catheter with a syringe to gently remove the tip from the patient. The procedure was already completed with this device prior to the detachment. The patient made a full recovery.

Event description:
It was reported that the tip of the catheter detached inside the patient. This 2.4 mm jetstream xc atherectomy catheter was selected for cross over treatment with very tight bifurcation. The atherectomy procedure went smoothly; however, when the doctor removed the catheter, the tip of the jetstream (distal part) detached and remained in the artery. The physician was able to use a catheter with a syringe to gently remove the tip from the patient. The procedure was already completed with this device prior to the detachment. The patient made a full recovery.

Manufacturer narrative:
Device eval by manufacturer: upon receipt, this 2.4 mm jetstream xc atherectomy catheter was returned and analyzed. Visual examination of the device revealed that the tip (distal cutter) was separated. Microscopic examination revealed no additional damage.